Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced an infusion set needle break event on (B)(6) 2025. The infusion set was twisted during insertion. The insertion site was abdomen. The infusion set was inserted in the body for 5 minutes. No further information available.